Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, a photograph provided by the customer was evaluated. The picture showed 2 triangular shaped crack like marks located in the optical periphery of the lens at 11:00 and 11:50 in relation with the picture orientation. The actual root cause and the definitive clinical impact of the observed marks cannot be determined from a picture assessment. Although the definitive clinical impact cannot be determined from a picture evaluation, the observed issue (due to its location) has a low to moderate probability to potentially impact the patient vision quality in the event a lens remains implanted. The complaint issue "cosmetic issues" was not identified during photograph evaluation. The observed "lens damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was scratched. The implantation of the lens was described as normal. Through follow-up, we learned that there is no plans for lens explant, as the center of the lens is clear. Patient visual acuity (va) is not feasible yet and the patient underwent post-vitrectomy. Some resistance was felt during preparation; however, not too much. Removal of the lens was not needed as it would have added more trauma to the eye. Posterior vitrectomy was done before and after the lens implantation and not during the same surgery. No further information was provided.